Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system with a teflon infusion set and fsl3+ continuous glucose monitor (cgm), with the highest cgm reading of 267 mg/dl after disconnecting for a shower and eating without a meal announcement; follow-up showed the glucose decreasing to 221 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to the user interface, and an improper procedure due to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.